Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 1627487-2020-32548. It was reported that both of the patient's ipgs were unable to connect to external devices. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which both ipgs were explanted and replaced with no complications.